Event description:
Customer's wife called to report the insulin pump alarmed for no delivery during the night. The customer may or may wake to the alarm and sometimes pressed the wrong button and stopped insulin delivery. On one occasion the customer's blood glucose reading was over 500 mg/dl when he woke up in the morning. Customer stated he might be laying on the insulin pump in a certain way to cause the no delivery alarms to occur. The customer mentioned that he never had any problems during the day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).